Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's takes "a lot longer to charge my battery than it used to, and its turned down quite low and I haven't had any adjustments done". Pt says that "the pain wasn't going away in the beginning so they reprogrammed it, and I haven't had any pain in about a year". Pt says she had this pain since a few months after the implant (2017) and then she had it reprogrammed and "after that the pain went away after I lowered the stimulation". I asked when the pt started having to charge the implant more frequently, and she said "well I just have to charge it every sunday, its not that I have to charge it more frequently its that when I do charge it, it takes like 8 hours to go even half full and it gets hot and kind of burns, and before I used to be able to fully charge it in about 2 hours". Pt says that "other than that its working great". Pt says she always has coupling boxes filled in, and doesn't seem to be losing coupling boxes. They were sent a replacement insr antenna to see if it resolves the issue. No medical or therapy problem was associated. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the circumstances leading to experiencing burning and pain during recharging was that they noticed their charging was completer, and the antenna plate was hot. They stated that in order to resolve the issue, they took the antenna plate off and removed their recharging belt. The patient added that within about 15-20 minutes upon removing the recharging plate from their skin, the issue was resolved. No further complications were reported or anticipated.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that it took the patient a lot longer to charge my battery than it used to, and it had turned down quite low, though they had not had any adjustments done. The patient stated that the pain wasn't going away in the beginning so they reprogrammed it, and had not had any pain in about a year. The patient said they had this pain since a few months after the implant and then they had it reprogrammed it. The pain went away after they lowered the stimulation. They stated they had to charge it every sunday. They stated that it took like 8 hours to go even half full and it got hot and kind of burned, and before they used to be able to fully charge it in about 2 hours. The patient said other than that it was working great. They always had coupling boxes filled in, and did not seem to be losing coupling boxes. They were sent a replacement recharger antenna to see if it resolved the issue. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Event description has been updated/corrected to more accurately reflect event. Please disregard previous event description. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.